Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the line "snapped where thick meets thin." The thick part of line was not covered with dressing. The repair itself was easy, but it was difficult to remove the sleeve off of the repair and it was partially torn. This was not noted until after the repair kit was on. They tried to put the 2nd splint on the torn area, but it didn¿t work so another repair was done 2 days later and 2 kits were used. It was difficult as the inner lumen kept bunching, but it finally worked. No adverse affects to the patient were reported as a result of the product problem.